Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Eval summary: implant compatibility was confirmed. Surgical notes were provided and reviewed. Nothing exceptional was noted. X-rays were not provided for review. As such, the implant construct cannot be analyzed radiographically. Based on the available information an exact cause for the reported condition cannot be determined. Should additional substantive information regarding the case be received subsequent to complaint closure, the complaint will be re-opened and re-processed at that time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the patient is experiencing pain when walking.